Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically melted but not breached. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found the outer insulation breached extrinsic/ melted, and the proximal conductor 1 filar cosmetic visible on it/ melted, explant damage. Photo taken and saved. No conductor fracture or insulation breach in vivo were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an insulation breach deduced by low impedances. It was also noted the right atrial (ra) lead had a confirmed fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.